Event description:
End-user stated that medical attention was sought on (B)(6) 2021 around 10:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 589mg/dl. A normal result for that time of day is usually around 190mg/dl. End-user stated that she felt unwell, very thirsty, and tired so she called paramedics. End-user stated that no food drink or medication was consumed while waiting for the paramedics. Paramedics arrived within 3 minutes and tested the end-use with their meter and received a result of 483mg/dl. Then end-user was transported to (B)(6) . Upon arriving at the hospital, the end-users blood glucose was 628mg/dl. She stated that she was given a glucose IV and insulin and given potassium. The ER doctors did an EKG, x-ray, and a urine test. The end-user is on a sliding scale for her novolog that is as follows 60 units in the morning, 25 units before each meal, 60 units at night. The end-user stated that she was at the hospital for 8 hours and discharged with a blood glucose of 255mg/dl. The end-user was told to follow up with her primary dr. She also stated that there were no changes made to her medications before or after seeking medical attention. No additional information was provided.